Event description:
During evaluation of a returned spectrum iq pump, the device had improper shutdown no additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the device confirmed improper shutdown. A review of the event history log revealed "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed contact pins. The rear case required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.